Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra 2 meter does not turn on. The medical surveillance specialist sent follow up questions to the technical service representative (tsr) to ask the pt, but the tsr was unable to contact the pt. The reporter said the meter won't switch on. The reporter purchased the meter about 6 months prior to the telephone call. The reporter said the meter stopped working about a week prior to contacting lifescan and about 3 or 4 days prior to contacting lifescan, she started to have trouble passing urine, and woke up in the middle of the night feeling very sweaty. The reporter said these symptoms are typical of hyperglycemia for the pt. The pt did not do anything differently regarding management of diabetes due to the issue, and continued to take her diabetes medications as usual. It would be helpful to know what, if anything the pt could have done differently had the meter been functioning properly. It is noted that the pt takes oral medications and controls her blood sugar with diet and/or exercise. It was determined during the troubleshooting telephone call the meter does not turn on when pressing the power button. The product is not new, and the pt did not replace the battery per the owner's manual. This complaint is being reported because the reporter alleged the meter would not work and the pt started to feel symptoms indicative of hyperglycemia a few days after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.